Event description:
Provider was utilizing the anoscope for assessment. Upon removal of the stylet, it was noted that the cap on the end was not attached. The cap had remained in the speculum that was still in the patient. When the speculum was removed, the cap was removed with it. No harm to the patient. FDA safety report ID# (B)(4).